Event description:
The manufacturer received information alleging a bipap vision emitted smoke while in use. There was no report of patient harm or injury. The device has yet to be evaluated by the manufacturer. A follow up report will be submitted when the manufacturer has completed the investigation.